Event description:
It was reported that the device was not holding. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 50 pound weight test. This failure was at the hinge joint. The failure occurred at 43 pounds. The piston migration was at .85 inches. The hinge joint was disassembled. Minimum wear was observed on the hinge seals. Significant wear was noted on the pressure rings. The complaint of ¿not holding¿ was confirmed and the root cause has been determined to be failure of the hinge joint pressure rings. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.